Manufacturer narrative:
The cusa excel 36khz cem nosecone (c6636) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Cusa excel 36khz cem nosecone (c6636) ) was returned for evaluation: failure analysis - the investigation of the unit confirmed the complaint as valid: the reported issue "nosecone melted a little" has been confirmed. The device will be scrapped. Root cause - the root cause has been confirmed as failure of the "closed switch high dc voltage test." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz cem nosecone (c6636) melted a little during an unspecified surgery. There was no surgical delay and adverse consequences to the patient were observed. Another product was used to complete the procedure.